Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the fuses. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that an mobile view station (mvs) was not powering up. There was an orange light under the fuse. There was no patient present when this issue was identified.